Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 112 months ago. Aneurysm and vessel morphology info at the time of implant as well as currently are not available. It was reported that the pt presented to the hospital emergently with a ruptured aneurysm. The rupture was determined to be due to a proximal type 1 endoleak which caused the aneurysm to expand. It was also reported by the pt's family that the pt had an unk type of endoleak diagnosed a few years ago. The physician attempted to resolve the endoleak; however, due to the pt severe occlusive disease and calcification in the femoral artery and in the superficial femoral artery, the physician was unsuccessful in resolving the endoleak. The physician elected to explant the stent graft from the pt. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Lack of info (the stent graft has not been returned for evaluation); (endoleak and ruptured aneurysm); (severe occlusive disease and severe calcification).